Event description:
The suture was used for total knee replacement on unk date. On (B)(6) 2013, the surgeon reported the suture in the joint capsule had "copped" or broken and the pt had to be taken back to surgery for an I & d of joint capsule. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met angiotech requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence ca not be determined with certainty based on the info provided. Item# xspd2b405 stratafix spiral pga-pcl knotless tissue control device; 2ctx #2 pdo 36 x 36, lot me02380.